Event description:
The manufacturer was contacted in reference to an alice nightone device with an allegation of exposed wire on the cord. There is no allegation of serious or permanent harm or injury no medical intervention was reported. The device was requested for return. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The alice 1 device risk profile has been reviewed by risk management and medical safety for exposed xpod wires. It has been determined to be a severity of 1, which in turn has the potential for localized skin irritation or discomfort. An update to the current rmf will be completed. Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.